Event description:
Technician reported a system 1000 hemodialysis device gave an arterial pressure alarm about one hour into treatment when the arterial drip chamber ran dry due to a possible needle access issue. The device appropriately alarmed and the patient never received air. At that point the patient's blood was circulated along with saline to eliminate the air in the system. The patient was then re-started on the treatment at which point the staff was looking at the venous line with a flashlight and noticed micro-bubbles going past the air detector without an alarm. There was no patient injury or medical intervention associated with this incident, per the technician.